Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the ventilator alarmed with tf: 8912. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. Logfile analysis identified the occurrence of alarm tf8912 together with a cuff leak alarm. According to the service manual for hamilton-g5, tf8912 indicates "no motor, cuff pressure controller pressure low." Following the event, the device was inspected and no hardware malfunction was identified. Cuff calibration was performed as a corrective action, after which the unit successfully passed functional checks. The ventilator was returned to the user. Hamilton medical ag considers this case closed.